Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition with the jaws properly aligned. Upon cycling the device, it was noted to be empty and locked out. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the incident reported. No conclusion could be reached as to what may have caused the event reported. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during an unknown procedure, the clips came out crossed. No other details of the event were provided. No patient impact reported.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.